Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be due to the inspection error which leads to unaware effect or the supplier issue which provide poor shell and this leads to skin irritation or dermatitis or minor blistering appearance or skin tears or skin lesions. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. H11:section a through f -the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced allergic reaction by purewick female external catheter which was used in hospital and not using it. Follow-up call performed on 23dec2020. Patient was 95 years old and would get abrasions and sores when using the system. Patient believes that it may have been caused by the way the catheter was placed and removed. Patient was in the hospital again in (B)(6) 2020 and it happened again. Patient had one sore. Each time required medical treatment by a physician while they were in the hospital. Described patient's skin as thin and they did not have a system at home.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced allergic reaction by purewick female external catheter which was used in hospital and not using it. Follow-up call performed on (B)(6) 2020. Patient was (B)(6) and would get abrasions and sores when using the system. Patient believes it may have been caused by the way the catheter was placed and removed. Patient was in the hospital again in (B)(6) 2020 and it happened again. Patient had one sore. Each time required medical treatment by a physician while they were in the hospital. Described patient's skin as thin and they did not have a system at home.